Event description:
It was reported that this implantable pacemaker was suspected to exhibit premature battery depletion (pbd). In addition, the device exhibited longevity calculations from two years to one and a half year remaining. The device also recorded a fault code 1003 indicative for low voltage. Data was sent for engineering analysis. Analysis showed that the device was depleting normally. Device has been rechecked and data was sent for engineering analysis. Analysis showed that the power consumption is increasing in a gradual fashion this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker was suspected to exhibit premature battery depletion (pbd). In addition, the device exhibited longevity calculations from two years to one and a half year remaining. The device also recorded a fault code 1003 indicative for low voltage. Data was sent for engineering analysis. Analysis showed that the device was depleting normally. Device has been rechecked and data was sent for engineering analysis. Analysis showed that the power consumption is increasing in a gradual fashion this device remains in service. No adverse patient effects were reported.